Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) and angina occurred. On (B)(6) 2005, a 3.0mm x 16mm taxus stent was implanted at the proximal segment of the right coronary artery (rca). On (B)(6) 2012, the subject presented due to silent ischemia and unstable angina pectoris. The patient was referred for cardiac catheterization. Coronary angiography revealed a subtotal occlusion in mid portion and extensive disease in distal portion and mild isr of previously placed 3.0mm x 16mm taxus stent in proximal segment. Procedure was performed. Target lesion #1 was a de novo ostial lesion located in the 1st diagonal with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. Target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid right coronary artery (rca) extending to the distal rca with 99% stenosis and was 40 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 2.75 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de novo lesion located in the distal rca extending to the right posterior descending artery (r-pda) with 95% stenosis and was 32 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
If implanted, give date: (B)(6) 2005. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).